Event description:
Complainant alleged that when attempting to defibrillate a pt, the device failed to discharge. Complainant indicated that it was later discovered to be user error. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.